Event description:
It was reported that due to bilateral ureteral stenosis, a ureteral stent was placed for drainage. During the placement of the ureteral stent, patient experienced intermittent gross hematuria, which was obvious after the activity and the patient returned to the hospital and was pulled out the bilateral ureteral stents. During the operation, a large number of stones were attached to the bladder section of the double j tube. The bilateral ureteral stents were taken out under direct ureteroscopy. No complaints were complained of postoperative discomfort.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "material selection". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that due to bilateral ureteral stenosis, a ureteral stent was placed for drainage. During the placement of the ureteral stent, patient experienced intermittent gross hematuria, which was obvious after the activity and the patient returned to the hospital and was pulled out the bilateral ureteral stents. During the operation, a large number of stones were attached to the bladder section of the double j tube. The bilateral ureteral stents were taken out under direct ureteroscopy. No complaints were complained of postoperative discomfort.